Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. The product was received by the biosense webster failure analysis lab and it was discovered that metal was exposed. Initially, after creating a fast anatomical mapping (fam) map on the carto system, the physician was ready to start ablating. There were no errors on the carto system but on the smartablate generator the temperature reading from the distal tip of the ablation catheter was rapidly fluctuating between 31 and 134 degrees celsius. A new cable was opened and connected to the catheter. At this time, they had no temperature reading on the smartablate generator. There was still no error on the carto system. A new catheter of the same description was opened and immediately upon connection, they had a temperature reading on the smartablate generator that was stable at 34 degrees. There were no further issues during the procedure. The procedure was completed with no patient consequence. Additional clarification provided stated that the generator was set to power control mode at 25w. However, no ablation was attempted with this catheter. The temperature was fluctuating rapidly between 31 - 134 degrees celsius. This event was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The product was received for analysis in the biosense webster failure analysis lab and it was discovered on december 18, 2015 that the peek housing and tip lumen transition had a small area open with metal exposed with reddish brown material inside the area. This metal exposed was assessed as a reportable malfunction as the risk to the patient was critical due to the potential of thrombus formation from exposure of internal parts of the catheter. Therefore, the awareness date was reset to december 18, 2015.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. After creating a fast anatomical mapping (fam) map on the carto system, the physician was ready to start ablating. There were no errors on the carto system but on the smartablate generator the temperature reading from the distal tip of the ablation catheter was rapidly fluctuating between 31 and 134 degrees celsius. A new cable was opened and connected to the catheter. At this time, they had no temperature reading on the smartablate generator. There was still no error on the carto system. A new catheter of the same description was opened and immediately upon connection, they had a temperature reading on the smartablate generator that was stable at 34 degrees. There were no further issues during the procedure. The procedure was completed with no patient consequence. Additional clarification provided stated that the generator was set to power control mode at 25w. However, no ablation was attempted with this catheter. The temperature was fluctuating rapidly between 31 ¿ 134 degrees celsius. Upon receiving, the catheter was visually inspected and it was found that tip lumen transition had a metal exposed with reddish brown material. An x-ray image was taken from the area and it was noticed that the t bar slid down applying stress at the area, getting caught and exposed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to investigate the tc breakage on the tip section for smart touch and smart touch sf and also to address t bar issues.